Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2021 and the patient was re-implanted with a new device during the same surgery. This report is submitted on may 7, 2021.

Manufacturer narrative:
This report is submitted on 9 june 2021.

Manufacturer narrative:
This report is submitted on 19 mar 2021.

Event description:
Per the clinic, it was reported that impedance measurement is open circuit for all electrodes. Subsequently, patient experienced poor performance with the device. Revision surgery is planned but has not taken place as of the date of this report.